Event description:
It was reported that during a surgery, in repositioning the shaver, the device was removed from the joint and was found not to be oscillating. The tip was found to have broken off, and was retrieved. The customer discarded the device.

Manufacturer narrative:
No eval of the device was possible as the device was discarded by the user facility.